Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the device submitted for evaluation. Bd received one opened device which was missing the clamp component. The reported issue was confirmed. Missing clamps are most likely the result of an abnormality in the manufacturing process. Omitted clamping components, can be the result of tooling damage during the automated assembly process. Two in-line automated vision systems are in place to confirm the presence of the clamp and remove any non-conforming material. In order to by-pass both systems the pallet or mount, for in-process products, would have to have sustained damage that could have triggered a false positive. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 22 ga x 1 in single port was missing the clamp. This occurred on 3 occasions. The following information was provided by the initial reporter: there was no clamp on the indwelling needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port was missing the clamp. This occurred on 3 occasions. The following information was provided by the initial reporter: there was no clamp on the indwelling needle.